Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was observed to pace at approximately 95 beats per minute (bpm) during the refractory period, indicating that it was not driven by atrial activity and did not register as a sensor rate. Technical services (ts) conducted a thorough review of the situation and confirmed the pacing rate at 95 bpm. According to ts, this was associated with the left ventricular automatic threshold (lvat) test, which was performed prior to the occurrence of the event v-1 and was subsequently reattempted one hour later. Ts noted that the lvat test may have the potential to be proarrhythmic (trigger an arrhythmia) and recommended disabling the left ventricle (lv) trend function. The device is currently still in service, and no adverse patient effects were reported.